Manufacturer narrative:
The cycler was returned to the manufacturer for analysis. A visual inspection of the returned cycler exterior showed no sign of physical damage. A simulated treatment was performed and completed without any failures or problems. A simulated treatment (weighed vs. Programmed fill comparison) was performed and completed without any failures or problems. The valve actuation test, system air leak test and patient sensor calibration check passed. Load cell value and verification were within tolerance. An internal inspection found visual evidence of dried fluid within the recess of the bottom cover adjacent to the pump. The cause of the dried fluid could not be determined. In addition, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the device record review confirmed the labeling, material, and process controls were within specification. All pertinent information available to the manufacturer has been provided

Manufacturer narrative:
(B)(4). A supplemental report will be submitted at the conclusion of the plant's investigation.

Event description:
Treatment data for a patient on peritoneal dialysis (pd) on a fresenius liberty cycler using continuous cycling peritoneal dialysis (ccpd) revealed an episode of increased intraperitoneal volume (iipv), where 3678ml drained during drain 2 was approximately 184% over the expected drain volume. The patient's pd nurse confirmed the patient's iipv event. She indicated there was no hospitalization or medical intervention associated with the event. No further information was provided. (B)(6).